Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the partner: tf occurred during use.replaced with another intellicuff. We checked the logs after taking custody of it and found tf10. This intellicuff was delivered to the hospital on january 23, 2019.